Event description:
It was reported by the customer that a pyxis anesthesia system (pas) was failed to updgrade. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was failed to upgrade. A field service engineer assisted with customer the issue has been resolved. Filed service stated that the machine was down all day and there was no access to medication. The system functioned as intended after field service engineer troubleshooted the device.